Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 489 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose event. Customer stated piston was loose and cause high blood glucose. Customer stated inside the reservoir compartment was damage. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No loose piston noted during testing. Device functioning properly during testing. Device received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).